Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent a 10 to 15 minute mr exam and was provided earplugs which met ge healthcare's hearing protection requirement. After the exam, the patient complained of ringing in the ears and that the exam was loud. The patient was later seen by an ent physician and diagnosed with tinnitus. The patient was prescribed cortisone steroids. The patient's condition continues to improve, however, still experiences symptoms when in a quiet environment.

Manufacturer narrative:
H3: the investigation by ge healthcare (gehc) has been completed. Due to the fact that the customer had upgraded software revisions between the time of the incident and now, it was not possible to conduct acoustic testing of the system in the condition that it was at the time of the incident. The customer reports that the system is not noticeably louder nor has it gotten progressively louder over time. Other patients and staff have not reported concerns with the acoustic level of the system. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection, however a patients medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No further actions are planned by gehc.